Event description:
It was reported that the patient had an inappropriate shock two days post implant. The shock was due to the oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. The sensing vector at the time of the shock was set to the primary sensing vector. Testing was able to reproduce the noise. Technical services advised that they should check the electrode-to-header connection. The physician confirmed there had been an insertion challenge during the implant procedure. An x-ray was done and reviewed. The physician re-opened the pocket and re-inserted the electrode. No noise could be reproduced. Then, the physician elected to explant and replace the pulse generator with a new one. There were no additional adverse patient effects. The original electrode remains in service.